Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016 the patient experienced a transmitter failed error. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on 08/02/2016. The reported event of transmitter failed error was not confirmed. A root cause could not be determined. The complaint device has been received. A follow-up report will be submitted upon completion.

Manufacturer narrative:
(B)(4) describe event or problem - additional, additional information/device evaluation, device evaluated by manufacturer - additional, event problem and evaluation codes - additional.

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. A pairing test was performed and the test failed. The reported event of a transmitter failed error was confirmed. The root cause was determined to be a defective transmitter.